Event description:
A surgeon reported that a pt with high cylinder (astigmatism) was under corrected by 2.0 diopters in each eye following bilateral lasik surgery. A nomogram was used and the surgeon was expecting the under correction based upon his previous experience. This report concerns the pt's left eye. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).